Event description:
An impulse dynamics field representative was contacted by a hospital that a patient implanted with an osm ipg would need their device explanted in order to receive a new heart (transplant). The transplant procedure occurred that same day, and the ipg was explanted and scrapped by the hospital according to their site standards. The procedure reportedly occurred without incident. There is no evidence the device was malfunctioning at the time of explant.